Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to dislocation and subluxation. The liner and modular head were revised. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: 32mm i.d. Size hh neutral liner use with 50mm o.d. Size hh shell item #00875100932 lot #64725558. 50mm o.d. Size hh porous uncemented with cluster holes shell use with hh liners for export only item #65875305001 lot #64819335. Femoral stem cementless collared standard offset 12/14 taper size 2 item #574201020 lot #3048552. G2: foreign ¿ united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.